Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) the low level connector was not receiving a good signal, it had a malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when setting the unit up for the interaction, the cardiosave intra-aortic balloon pump (iabp) the low level connector was not receiving a good signal, it had a malfunction. T the patient data was not being received at the monitor. The unit was swapped out for another iabp. There was no patient harm reported.

Manufacturer narrative:
Corrected data: b5, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
Updated fields - b4, d4 (UDI), d8, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had inspected the unit and verified that there was no signal from the port. Then the fse had replaced the "pcb,front end,rohs" and it's being replaced then the fse was able to test the unit and verify the signal was coming through correctly. Then the fse had completed all diagnostic , performance and safety testing with no further issues. The unit was then approved for clinical use and returned to the department.

Event description:
N/a.

Manufacturer narrative:
The following was performed by sr service technician of the maquet failure analysis and testing dept. Wayne, the failure analysis and testing department received part front-end board with a reported unit failure of low level sensor malfunctioning. The failure analysis and testing dept. Performed a visual inspection of the part received and found that board is in good condition. The failure analysis and testing department installed part front end board in the cardiosave test fixture and tested to factory specifications per procedure and cardiosave service manual. The failure analysis and testing department could not verify the failure of low level sensor malfunctioning. Sending the board to the supplier for further analysis per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne. Failure analysis received from the supplier. Please see attachment. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.